Manufacturer narrative:
Weight, ethnicity, race: unk. Event date: unk. Implant date: unk. PMA/510k: this product is not marketed in the us. Device code (B)(4): off-label use (acd < 3.0mm). Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vtich13.2, 5.00/3.0/094, implantable collamer lens was implanted into the patients right eye (od). Glare/haloes, pain pressure, drop of vision was reported, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.